Manufacturer narrative:
(B)(4)

Event description:
Ous MDR - during the procedure a damage of the outer catheter surface was noted.

Manufacturer narrative:
No manufacture date can be provided. Upon receipt, the returned selectra mph was thoroughly analysed. During the visual inspection, the selectra catheter was found severely stretched between 28.5 cm and 42.4 cm distal to the handle piece. These damages were consistent with the observation reported in the complaint text. The above mentioned findings suggest an unexpected material fatigue in the distal third of the catheter. In spite of a thorough analysis, no definite root causes for this material behavior could be determined. The re-investigation of the manufacturing process for this device showed that the production steps had been performed accordingly without any inconsistencies during the assembly.